Manufacturer narrative:
Complained product will not be not available.

Event description:
Fallen off - oral-b [device breakage]. Do not fit...loose fitting and wobble/sloppy and rotates - oral-b [device connection issue]. Is it handle or are the heads counterfeit? - oral-b [suspected counterfeit product]. Case narrative: consumer reported via phone that the oral-b floss action toothbrush heads did not fit and were loose fitting/wobbly on the oral-b toothbrush handle, model 3709. They had fallen off. They questioned if the oral-b toothbrush handle or the oral-b toothbrush heads were counterfeit. No injury was reported.